Event description:
It was reported the pump and the catheter were replaced 2-3 years ago because the ¿catheter had come out of place or that it was installed wrong¿. The patient felt that it ¿must have come out of place because his doctor wouldn¿t have done it wrong". Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported the patient fell while being transported by his mother to an appointment. The catheter was pulled from the intrathecal space. The catheter was replaced. The patient had gained weight so tubing was longer. It was noted the patient was receiving effective therapy. The pump was used to deliver morphine. Additional information later reported the patient did not have concerns with their device or therapy. The patient had received assistance from their hcp/representative and there concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).